Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, at this time. Therefore, the root cause for the stenosis remains indeterminable and crushed leaflet remains indeterminable. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21mm valve required valve replacement after approximately five (5) years of implant. As reported, two years after the implant, exams showed that the valve had one of the leaflets "crashed".the patient experienced shortness of breath from that moment. Current tests have showed aortic high gradients and moderate-severe stenosis of the bioprosthesis.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards received additional information through follow up. Supplemental report submitted to update. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to degeneration leading to moderate-severe stenosis. Tests have showed high aortic gradients and moderate-severe stenosis of the bioprosthesis. The valve was going to be explanted but the patient cannot undergo surgery due to dental issues.